Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaw appeared to be in alignment. Upon eval, the jaw was able to be fully opened and closed. The trigger, switches and levers were easy to operate, and the blade was able to extend and retract as intended. The device passed all electrical testing. The device history record was reviewed, and no discrepancies were noted. The instructions for use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt."

Event description:
It was reported that during a low anterior resection the jaw and blade of the device were stuck closed on a fat pad. The device was able to be removed, but it was not known how it was removed. Another device was used to complete the procedure. There was no pt injury.